Manufacturer narrative:
(B)(4). Insulin pump had unresponsive left button due to unlocked keypad connector. Unable to perform displacement and self tests or verify communicate to blood glucose meter or sensor simulator due to the keypad anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had loss communication issues. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.